Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was turning off when it should be on. The pt also had a pain pump. When the pain pump was off, and the pt touched the interstim lead, the pt felt a shocking sensation. Additional info was requested.